Manufacturer narrative:
Additional information was received on october 18, 2016. The manufacturer received the device for investigation and investigation is ongoing. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was now additionally reported that the lag screw was jammed inside of the nail and was unable to be pushed down by screw driver. The screw thread was damaged during the process.

Manufacturer narrative:
Update: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the lag screw was jammed inside of the nail and was unable to be pushed down by screw driver. The screw thread was damaged during the process. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: the affected lag screw was returned for investigation. The visual examination shows that the lag screw tabs were completely broken off. The broken pieces were not returned. In addition, there are several scratches, damages and deformations around the grooves. The cutting area of the lag screw shows polished areas which must be occurred while trying to insert the lag screw through the znn nail. - the returned lag screw was measured according to product drawing. The relevant criteria's were measured. The measured values are within the required specifications. Review of product documentation: in the surgical technique 97-2493-004-00 the correct implantation of a znn system is described. The correct insertion of the lag screw can be read on page 9 - 11. Root cause analysis: root cause determination using rmw: - failure of surgery due to use of the device not compliant with defined indications - possible, no detailed information received about the use of a lag screw. It is not known for which indication the lag screw was used. - failure of surgery due to wrong selection of components or use in combination with device outside the znn cmn system - possible, no information provided how the device was used. - damage of lag screw due to users not choose the proper alignment and position for lag screw placement - possible, it is also possible that the user did not use the targeting guide to insert the lag screw for a correct positioning. Conclusion summary: the event description describes that the lag screw was jammed during the surgery and finally the lag screw tabs were broken. The visual examination showed that the lag screw was highly damaged and the tabs were completely broken off. The performed measurements were within the required specifications. The polished areas found on the cutting area is an indication the lag screw was in contact with a metallic counterpart. No surgical report or x-rays were sent in which shows the detailed event description. However, there are several factors which may have contributed to the reported event: it is possible that the user did not follow the surgical steps which are described in the surgical technique 97-2493-004-00. Patient factors that may affect the performance of the component are unknown. It can be that the patient had a very hard bone which did not allow the insertion of the lag screw. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was having a surgery on (B)(6) 2016. During the insertion of a znn, cmn lag screw, 10.5 mm, 95 mm into the bone, the screw jammed and forced retrieval was necessary for removal and led to the screw damage. No surgery delay occurred. There weren't any broken remaining in the patient.